Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: review of the black box data did not reveal any power on reset events. The battery compartment was confirmed to be cracked. The returned battery cap was undamaged and able to fit securely to the pump. With the battery cap in place, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without any interruptions in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.